Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent stated no and they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the products and their medical applications because the instructions for use (IFU) had lack of maintenance documentation or guidelines and inadequate instructions for healthcare processional in relation to carson model, lubricath®, 2-way, 5cc balloon, french size 22.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no and they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the products and their medical applications because the instructions for use (IFU) had lack of maintenance documentation or guidelines and inadequate instructions for healthcare processional in relation to carson model, lubricath®, 2-way, 5cc balloon, french size 22.